Event description:
On (B)(6) 2017, the reporter (wife) for the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca). The reporter stated that the alleged inaccuracy began on (B)(6) 2017, 11:15am. The reporter stated that the patient obtained a blood glucose result of 500mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter detailed that the patient manages their diabetes with insulin (self-adjuster). The reporter stated that the patient took his usual dose of insulin including sliding scale ¿18 units of novolog¿ as a result of the alleged inaccurate high reading. The reporter for the patient stated that 5-10 minutes after the alleged product issue began the patient developed symptoms of ¿shakiness and seizures¿. The reporter detailed that on (B)(6) 2017, 11:45am the patient was administered unspecified IV fluids by a healthcare professional (hcp). In addition, the patient obtained a blood glucose result of ¿30 mg/dl¿ on the emergency medical service meter. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips were stored correctly and not expired and the patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.